Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. The user reported he consulted with his doctor in order to check the readings. At the doctor, dario meter readings were inconsistent with the lab results. The user reported he was using alcohol swabs before taking measurements. It is instructed in dario user guide under 'testing information and guidelines': "alcohol can affect test results". At the morning of (B)(6) 2019, prior to the call to dario, the user did not use alcohol swabs and dario blood glucose reading was in range. At the time of the case report, the user opened a new strip cartridge and the readings were in order. In addition, the user was sent control solution. On (B)(6) 2019, the user tested with the control solution - readings were in range.